Event description:
It was reported that in 2006, the patient¿s leads shorted out so the leads and implantable neurostimulator (ins) were replaced.

Manufacturer narrative:
Product ID 748940, serial# (B)(4); product type extension product ID 7434a, serial# (B)(4); product type programmer, patient. (B)(4).